Manufacturer narrative:
The reason for this revision surgery was the result of a patient having a posterior stabilized (ps) knee tibial insert that broke. The patient is reported to have experienced a loss of motion and pain. The length of in vivo service was 6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) instability and looseness, (B)(6) infection, (B)(4) revision foir device breakage. This is the (B)(4) complaint against this lot number. The surgeon provided no information that definitively described the root cause or reason of this event. Activity level for this patient is not known. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to broken post implant failure, loss of motion, pain and being unstable.